Event description:
It was reported that during a thermal balloon ablation procedure a 6007 error code was rec'd. The catheter was replaced and a second attempt was made. Error code 5806 was received. The umbilical cable was replaced and a another attempt was made, error 6107 was rec'd. A third catheter was employed and errors 6007, a 6108, and a 5806 were rec'd. On the final attempt the case was completed with a fourth catheter. No adverse consequences to the pt were report. The case time was extended by 45 minutes. The pt was under general anesthesia.